Manufacturer narrative:
Device not returned.

Event description:
It was reported that the wake button was delayed in responding to touch. Customer confirmed pump display turned on when plugged into a power source. Customer's blood glucose ranged from 72-379 mg/dl. The customer continued to use the pump for insulin therapy.